Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention procedure, the device was unable to cross the lesion. The 98% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated. This 3.50x32mm promus element stent delivery system was selected and was advanced; however, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product a visual and microscopic examination of the returned device revealed that the struts on the stent were kinked at the proximal end and again towards the center of the stent. The balloon of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).